Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: no there was no injury to the patient. We did have another incident today with the lot # 74e2000904. There was a notable leak again at the red and blue connector. We discarded the pleurovac and replaced it with a new lot number.

Event description:
Reported issue: no there was no injury to the patient. We did have another incident today with the lot # 74e2000904. There was a notable leak again at the red and blue connector. We discarded the pleurovac and replaced it with a new lot number.

Manufacturer narrative:
Qn#(B)(4). The device history record of batch number 74e2000904 that belong to catalog number a-6000-08lf (pe adult-ped dry/ wet lf) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. A visual inspection of the product involved in the complaint was performed on a picture provided by the customer of product code a-6000-08lf (pe adult-ped dry/ wet lf) and it was observed a leak on the sample as it is describe on this customer complaint "there was a notable leak again at the red and blue connector." Sample need to be evaluated in order to perform a proper investigation and determine if it is related to a manufacturing issue. However, material from the production line was verified and no issues were found that can lead this customer complaint. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
Reported issue: no there was no injury to the patient. We did have another incident today with the lot # 74e2000904. There was a notable leak again at the red and blue connector. We discarded the pleurovac and replaced it with a new lot number.

Manufacturer narrative:
(B)(4). One unit of catalog number a-6000-08lf(pe adult-ped dry/ wet lf) lot number 74e2000904 was received for analysis. Sample wasn't received in its original packaging. No issues were observed on components of ats connectors. The assembly of the o-ring (154589) was correct, no issues were observed on connector top cap (tfx-000786) neither stem swabbable (157512). As a functional inspection test received sample was connected to a bottle to simulate the use using water; it was tested with suction and no leakage issues were observed, the sample was connected and disconnected several times to see if any of these disconnections could lead to a leakage issue and no leaks were observed. Also, for testing purpose intentionally, the hoses were connected to be inverted way, connecting the blue connector towards the patient's port as the part that has the o-ring is the red ats, trying to have the flow collided with the o-ring, however no leaking issues were observed. A visual inspection of the product involved in the complaint was performed and no damage were found on components of ats connector ( 152753) that can lead to a leaking issue. No issues were observed on o-ring assembly nor top cap. Sample was tested with suction and no leakage issues were observed, the sample was connected and disconnected several times to see if any of these disconnections could lead to a leakage issue and no leaks were observed. For testing purpose intentionally the hoses were connected to be inverted way, connecting the blue connector towards the patient's port as the part that has the o-ring is the red ats, trying to have the flow collided with the o-ring. No leaking issues were observed. Based on sample received and testing performed, customer complaint cannot be confirmed. Therefor no corrective actions can be established. However, nuevo laredo facility will continue to track and trend this failure mode.